Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. Vascular access was obtained via the left side. The concentric, de novo target lesion was located in the moderately calcified left anterior descending (lad) artery. Following pre-dilation, a 3.50 x 32 synergy" drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was removed and was advanced again for deployment. However, resistance was encountered in the vessel and when removed, the device became stuck in the guiding catheter. A coronary snare was used to retrieve the stent out of the patient. The procedure was completed using another 3.5 x 32 synergy stent and post dilation was performed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 3.5x32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent detached and separated from the stent delivery system and was returned attached to a snare, there was severe damage to the entire stent length. The balloon appeared to have been subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. Vascular access was obtained via the left side. The concentric, de novo target lesion was located in the moderately calcified left anterior descending (lad) artery. Following pre-dilation, a 3.50 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion even after several attempts. The device was removed and was advanced again for deployment. However, resistance was encountered in the vessel and when removed, the device became stuck in the guiding catheter. A coronary snare was used to retrieve the stent out of the patient. The procedure was completed using another 3.5 x 32 synergy stent and post dilation was performed. No patient complications were reported and the patient's status was stable.